Event description:
The complaint reported two events for an 18 fr magna port gastrostomy tube, used with a female patient, and medical history of rett syndrome. It was reported that the tube failed to remain secure as the skin disk moved allowing the gastrostomy tube to move too far into the patient's stomach, resulting in infection and discomfort. The approximate age of the stoma tract was reported to be 10 years. The first gastrostomy tube was placed in 2007, and the second two months later. The stoma site was treated with clotrimazole/betamethasone/dipropionate cream. This considered a serious injury/serious illness. A product problem (loose skin disk and tube migration) has been reported to be associated with this complaint, however the device has not been returned for testing and investigation.

Manufacturer narrative:
Submission date of this report: 6/8/2007. Ross standard procedure includes attempting to obtain all required information from the source.